Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2016 the patient bent over to tie his shoe and stimulation turned off. Then if the patient leaned back in his recliner it would turn off and on, and then start turning up higher so that he had to turn stimulation off. The stimulation change was related to positional movement. There was no trauma/falls reported that could have been related to this issue. The patient checked the device with the patient programmer which showed that stimulation was off. The patient was to follow-up with a healthcare professional. Additional information was received from the patient via a manufacturer representative. It was reported that approximately two days prior to (B)(6) 2016 the patient fell on his back and on the ins while at home. Since that time the patient¿s stimulation amplitude had been turning up and down, and off and on. The patient had some pain at the ins pocket and around the ins, but no swelling, redness, or obvious trauma was noted. The patient still received good pain relief with spinal cord stimulation. The patient was in no distress. The rep was to meet the patient sometime on (B)(6) 2016 and would be calling the clinic on (B)(6) 2016 to request the appointment time. The issue was not resolved as of (B)(6) 2016, but the patient was alive with no injury and no surgical intervention had occurred. The issue occurred during normal use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that interrogation of the patient's ins was performed and all impedances were well within normal limits. There were no error codes, the patient's battery and charging diary were normal. The patient was reprogrammed and their group c was adjusted to their liking. Coverage was optimized and the patient was very happy. The patient was also educated on ways to reduce recharge burden. It was discovered during troubleshooting that the patient had been turning the amplitude down to where he could barely feel stimulation (in a low frequency program), so when he changed position, the stimulation would either get stronger or weaker. This was reproduced in the office and was mitigated by educating the patient on how to properly program their adaptive stim. It was concluded that there were no issues with the patients ins or leads as their issues were resolved through reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.